Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement.the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a kink on the hypotube shaft located 8.7cm distal from distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the posterior part of the stent struts were found to be lifted during withdrawal. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the posterior part of the stent struts were found to be lifted during withdrawal. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.